Event description:
It was reported that during a laparoscopic band revision to a sleeve gastrectomy procedure that the surgeon pulse fired his third gold reload while articulated, once complete the jaws were open and the knife had retracted. The surgeon hit the home button to straighten the device but nothing happened. The battery was removed and reinserted three times before the home button returned the device to its straight position. Same device was then used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # 540c91. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted and the articulation mechanism was totally functional during functional testing.  Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 540c91, and no non-conformances were identified.